Event description:
It was reported that the patient's stimulator was not working and they didn't think it had worked right since being implanted. The patient rep stated they were told to give it a little time but it was still not working with the patient's bladder. The patient rep mentioned they tried adjusting the stimulation but that had not helped. The patient rep was advised how to change programs when they were with the patient to do so. The patient rep would call back if they needed further assistance. The caller mentioned they had an appointment scheduled with their healthcare provider (hcp) on the 25th. Additional information was received from the patient rep. They called back re-reporting similar events. The patient rep stated they were attempting to change programs for the patient but they were unable to connect to the patient's implantable neurostimulator (ins). An attempt was made to guide the patient rep through connecting to the implant, however, the patient rep continually received a "device not responding" screen. The patient rep confirmed the communicator was unplugged and charged. The patient rep also stated they could feel the patient's implant through their skin and they were confident the communicator was well placed. The patient rep confirmed there was no clothing in between the communicator and the ins. Troubleshooting did not resolve the issue. The patient was redirected to their hcp to further address the issue. Additional information was received from the patient. They reported they received a new implant on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.